Event description:
It was reported an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, however, occlusions continued and a replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using supplies longer than 72 hours with mobi pump. Tandem technical support educated the caller that cartridges should be changed every 72 hours.